Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. The field service engineer performed a remote fix by rebooting both the fridge and the medstation. After the reboot, the customer confirmed that the system was operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to open and user was unable to access the fridge. Required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients due to unable to get medication from the fridge. There were no adverse events or injuries reported based on this event.